Event description:
The user facility reported that water was leaking from the battery box during preparation prior to a procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that water was leaking from the battery box during preparation prior to a procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.